Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. The device involved in the incident was unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during dwell 4 of 6. The technical service representative (tsr) had the registered nurse (rn) cycle the power for se 2367 occurred. The rn stated air in the drain line but all other lines appear to look normal. Per the troubleshooting performed by the tsr, the hp reported the patient was connected at the time of the alarm, that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The tsr explained the alarm to the rn to notify the peritoneal dialysis (pd) rn for further therapy instruction. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.